Event description:
The procedure was a laparoscopic roux-en-y by-pass with a laparoscopic cholecystectomy. Reportedly, the instrument tip came off in the pt's cavity. It was retrieved. There was no pt injury.